Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
On site investigation was made by our field service engineer. No ventilator errors could be detected and no parts were replaced. The ventilator passed all functional and safety tests and was cleared for clinical use. The received ventilator logs reveals clinical alarms at date of the event, airway pressure high alarm, respiratory rate high alarm and expiratory minute volume low. The technical log did not contain any technical error codes that could indicate a malfunction of the ventilator. The last successful pre-use check was performed on day before the event day on (B)(6) 2024. An increase in airway pressure can occur due to a blockage in the breathing system. No information concerning patient breathing circuit or filter was provided. The root cause could not be determined.

Event description:
It was reported that the ventilator while on patient generated alarms indicating insufficient ventilation. There was no patient harm. Manufacturer's ref.#: (B)(4).